Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. Per the clinic, the patient experienced extrusion of the device (date not reported) prior to the explantation. This report is filed september 6, 2016. (B)(4).

Manufacturer narrative:
This report is submitted on august 18, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced an infection at the implant site, however, the issue did not resolve. Subsequently, the device was explanted on (B)(6) 2016, it is unknown if there are plans to re-implant the patient with a new device as of the date of this report, august 18, 2016.